Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01288 / 01289). Product location unknown.

Event description:
It was reported by the patient that patient underwent right partial knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2016 and (B)(6) 2016 due to dislocation. The bearing had popped out and was stuck under knee cap. No further information has been provided. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.